Event description:
A customer contacted beckman coulter inc, regarding erroneously low hemoglobin (hgb) results generated by the coulter lh 780 analyzer for two pt samples. Initial hgb results were: 10.4g/dl and 11.7g/dl for pt a and b respectively. The results were reported out of the lab. The original samples were re-tested and higher results were obtained: hgb result was 11.3g/dl for pt a, and 12.9g/dl for pt b. Corrected reports were sent. Based on the information provided, there was no death, injury or change to pt treatment associated with this event.

Manufacturer narrative:
Qc was within range before and after the event. Sample information was not provided. A field service engineer (fse) was dispatched to the costumer's lab: the fse replaced the white blood cell (wbc) bath for better drainage. Although hardware issue was addressed by the fse, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.